Manufacturer narrative:
(B)(4) the reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation, and the lot number of the suspect device was not provided. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the six (6) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all bloodline tubing sets shipped to this account within the selected time frame. A records review was performed on each identified lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria. Therefore, the reported adverse event was not able to be confirmed as it relates to the fresenius bloodline.

Event description:
A user facility reported a serious unexpected blood loss event that occurred with a nocturnal at home hemodialysis (hd) patient. Prior to initiating the hd treatment, the patient took a sleeping pill. The treatment was successfully completed, however, when the patient attempted to return the blood within the circuit, the bloodline connections were not setup properly. The patient incorrectly attached the venous line to the y connector at the saline junction, instead of attaching the arterial line to the y connector. When the patient started the return, blood filled the saline bag instead of being returned to the patient. The patient reportedly felt dizzy and realized the connection error. The patient took a taxi to the clinic where blood was drawn and he spoke with a physician. The patient presented to the clinic with hypotension. The patient was given a bolus of normal saline while in the clinic. The patient's estimated blood loss (ebl) was noted as being approximately 500cc. The patient was not admitted to the hospital. The patient's current condition was noted as being "very stable." The complaint device is not available to be returned for evaluation by the manufacturer as it was discarded by the patient.